Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, dc/dc & standard connectors printed circuit board (pcb) was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Reported technical error shall be triggered when +24 v supply is below +21.5 v for more than three seconds. Dc/dc & standard connectors pcb convert and supply required internal voltages, control switching between mains power supply and external 12 v battery, and hold a number of standard connectors. The reported issue was confirmed in provided device's logs. The claimed part was not available for further investigation as per hospital policy, despite request. Cause of the issue has been determined as related to dc/dc & standard connectors pcb.